Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, first triclip xtw was implanted on septal and anterior leaflets. Post deployment, clip appeared to be stable. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported. After 20-30 minutes, under transthoracic echocardiogram (tte), it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the anterior leaflet. Severe tr was noted. Physician decided to implant additional two triclips, one on medial side of septal and anterior leaflet and the other on medial side of septal and posterior leaflet to stabilize the slda. The final tr was grade 1.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.